Manufacturer narrative:
H3 other text: device discarded.

Event description:
The user facility reported that the device was delaminating skin upon removal.  Patient was referred to a dermatologist where a steroid was given to help heal the delamination. However upon a later visit to the surgeon the steroid was not helping and the reaction had spread so the surgeons brought him in for an additional wash out procedure and re-closed the wound. The patient was seen after this and seemed to be healing normally.

Manufacturer narrative:
Currently, the health impact and potential medical intervention are unknown. This report is being filed in an abundance of caution based on an initial assessment of the event as reported.

Event description:
The user facility reported that the device was delaminating skin upon removal.  Attempts are being made to obtain additional information about the event; no further information has been received.